Event description:
Had a preventative double mastectomy. Since having the implants in, I have had many health problems. Hair loss, major weight gain and memory loss. I do believe this affected the way I worked, which made me leave my job of 10 years. I hope I can find a way to get these toxic implants out of my body.